Event description:
It was reported that an asymptomatic patient presented in clinic with five stored episodes of non sustained lead noise. It was observed that sensing latency on the far-field channel resulted in false diagnosis of non-sustained lead noise. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.